Event description:
Caller reported a tandem mobi cartridge alarm, which involved a cartridge alarm 35. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Caller changed the cartridge and resumed insulin delivery, and it was determined that no further action was needed.